Event description:
Getinge, USA operating room table at (B)(6) continuously shut down, thereby rendering it dangerous for pt surgeries. Pt collisions were imminent with the x-ray machine, other equipment and even surgeons. The hosp refused to use the dangerous equipment and getinge didn't seem to be concerned even after my repeated alarming calls and emails. No response from getinge, USA service dept or mgr, (B)(4). After almost 2 months of multiple requests from sales mgr (B)(4) and service dept mgr (B)(4), there was still no response. Finally, after my repeated requests, I emailed (B)(4) on (B)(6) 2019 (I have all emails documented on this) she still ignored my request which should have been addressed within 24 hrs according to FDA rules. The operating room table was finally inspected by an engineer, (B)(4) on (B)(4) 2019 who couldn't fix the problem. The table is now in use but I never received info on how it was resolved, if at all. The internal getinge code for the product complaint is (B)(4). The products name is magnus part# 118016f2 in or #3 at (B)(6).